Event description:
The customer's daughter reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 32 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. When the history files of the insulin pump were checked, it was found that the bolus and basal totals did not add up correctly. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.